Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the battery compartment was observed to be cracked in the area below the grip pad. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/24/2015.